Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the aic was making a grinding noise. The loaner was sent to initiate the return for investigation. There was no noted patient harm related to the reported issue.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-02989 in accordance with updated procedures. E2 and e3 were erroneously entered on the initial manufacturer device report number 1220648-2023-02989. G1 reporting contact email revised on manufacturer device report 1220648-2023-02989 in accordance with updated procedures.